Manufacturer narrative:
Product event summary: the data files containing a video file was returned and analyzed. Upon receiving the video file, blood was observed on the coaxial connector and balloon of the catheter. However, there was no information available regarding device identification, the console used, or the date of the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon could not be inflated again after thawing due to an air path problem. A system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. When the balloon was removed it found to be damaged. It was noted, blood stains were inside the balloon and the coaxial umbilical cable. The balloon catheter was replaced which resolved the issue. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:203cx product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.